Event description:
It has been reported that the syringe plastipak 3ml s/su has been found with a bent stopper before use. The following has been provided by the initial reporter: syringe with bent stopper.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and the no occurrence potentially related to the occurrence was observed. The image and sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe plastipak 3 ml s/su has been found with a bent stopper before use. The following has been provided by the initial reporter: syringe with bent stopper.